Manufacturer narrative:
The reported event for high impedance was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 22.2cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo."

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.